Event description:
It was reported to philips that the system was not loading. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not loading. To resolve the issue, fse replaced the hard drive, performed a complete software reload, conducted configurations and calibrations. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.